Event description:
The lay/pt contacted lifescan alleging that her one touch basic enhanced meter was prompting the not ok message. The pt has owned the reported meter for several years. About 1 week ago, the meter began prompting the not ok message when she turned the meter on. She changed the battery and cleaned the meter; however, the not ok prompt continued. She continued taking her usual daily dosage of diabetes medications: avandia, metformin, and novolin 70/30 insulin -20 units in the am and 10 units in the evening. She did not have symptoms of high or low blood glucose level; she said she felt "ok." She tested with her neighbor's meter and obtained a result of 306 mg/dl. She went to the doctor's office to have laboratory blood tests run. The doctor's office nurse also conducted a meter test; however, the pt was not told the result. The pt received no treatment. The pt is scheduled for another appointment with her doctor in 10/2005. Her doctor told her that they will review her diabetes treatment regimen and change medications as neccessary at that time. The customer care representative (ccr) walked the pt through the meter focusing on the optics area; the not ok issue was not resolved. The meter, test strips, and control solution were replaced.